Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal feeding tube (j-tube) was being used to administer medication for advanced stage parkinson's disease. The j-tube was placed during a procedure performed on (B)(6) 2012. According to the complainant, the high pressure alarm was triggered repeatedly, with spontaneously resolution. No further information is available. High pressure alarms are usually indicative of a blockage within the j-tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal feeding tube (j-tube) was being used to administer medication for advanced stage parkinson's disease. The j-tube was placed during a procedure performed on (B)(6) 2012. According to the complainant, the high pressure alarm was triggered repeatedly, with spontaneously resolution. No further information is available. High pressure alarms are usually indicative of a blockage within the j-tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2012: administering of duodopa was stopped for approximately 24 hours. Recovery on (B)(6) 2012.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) repeated high pressure alarms. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.